Event description:
It was reported that the pump display was frozen. Customer's blood glucose was 9.5 mmol/l. The customer received complete pump reset information from technical support and chose to reset the pump, resolving the issue.